Event description:
It was reported that during an implant procedure, the right ventricular lead helix did not extend properly because no movement of the marker on x-ray was observed. After approximately 20 turns, a slight pull on the lead seemed to confirm fixation, however the pace/sense impedance was high. The marker on the helix continued to not move as expected on x-ray so the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood on the distal end of the lead, the helix was distorted/bent, and the lead damaged at implant. (B)(4).